Event description:
The following information was reported to arjohuntleigh by the nurse: on (B)(6) 2012, the heater was on 55 degrees centigrade causing the patient's temperature to increase and subsequent skin breakdown. On (B)(6) 2012, arjohuntleigh regulatory compliance specialist spoke with the risk manager who stated that it was undetermined how the patient developed the skin breakdown that was described as an unstageable pressure ulcer on the sacral area. The risk manager reported that she was waiting for a final device evaluation before her investigation to the cause of the pressure ulcer could be completed.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc. As of (B)(6) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.